Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, unique identifier (UDI) # - ni, date implanted - ni, initial reporter - ni, manufacture date ¿ ni.

Event description:
Patient underwent hip revision due to pain, metallosis, bone damage and muscle damage, and a fractured trochanter. The head and cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.